Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headache. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal investigation found an unknown brownish contaminate on the outside of the unit, liquid ingress also found in filter area of and on the blower box, bottom of blower and bottom enclosure, a white dust like contaminate was found on the blower, blower impellors and blower box. A keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging humidifier part of her device is leaking out water, device shuts off by itself, device not turn on/device not functioning and also alleging headache. There was no report of serious patient harm or injury. The device has been returned to the manufacturer, but the evaluation has not been completed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.